Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction associated with the steerable guide catheter (sgc) and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effect was related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of arterio-venous fistula, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that two mitraclips were implanted through the mitraclip steerable guide catheter in the right groin access site with a reduction in the mitral regurgitation grade from 4 to 1. The next day, a bruit was noted on the right groin access site. Ultrasound confirmed an arterio-venous fistula, but pseudo-aneurysm was ruled out. Pressure was applied to the access site and the condition is continuing. No additional information was provided.